Event description:
Additional information was received that following the implant of the valve, the paravalvular leak (pvl) was moderate.

Manufacturer narrative:
Updated data: a3b- gender b5 - event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012033696), product type: 0195-heart valves. Product ID: 25mm dilatation balloon valvuloplasty catheter (non-medtronic device). Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with heavy calcium, the patient was sized to a 34mm valve and a misload was not identified during loading. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 25mm non-medtronic balloon due to calcification. Following the bav, there was no infold noted before the valve was placed in the patient¿s body or during deployment. During the first deployment attempt, the valve depth was too deep and had to be recaptured and redeployed. Upon recapture, an infold of the valve frame was noted. During the second deployment attempt, there was no valve expansion, and the valve was recaptured again. It was noted that the pressures were dropping rapidly, and the implanting physician elected to deploy the valve quickly. During the third deployment attempt, the valve was released and an infold of the valve frame was noted. The implant depth of 3mm was confirmed on non-coronary cusp. Mild to no valve expansion was noted. The pressure was still dropping, cardiopulmonary resuscitation was initiated and the implanting physician-initiated pump support. After, the patient was stabilized. Fluoroscopy revealed the valve had finally expanded. Leak was present under transesophageal echocardiogram. Subsequently, the implanting physician elected to do a post-implant dilation with a 25mm non-medtronic balloon. Following the post-implant bav, leak was resolved. The patient was eventually weaned off support and the procedure were concluded. Two days post-implant, the patient was reported to be up and out of bed with no apparent impact to neurological function at this point. Approximately 1.5 hours of procedural delay occurred as a result of the issue. It was noted that the patient calcified anatomy contributed to the event. No additional adverse patient effects were reported.